Event description:
Report rec'd of pump not alarming when the bag was empty. The pump was programmed to deliver hydromorphone (concentration unspecified) in the continuous plus bolus mode with a continuous rate of 4ml/hr, bolus dose of 0.8ml every 15 minutes and a 4-hour lockout of 28.8ml. A new bag was reported to be hung, and should have lasted 72 hours. The pt is reported to have a back-up pump and medication bag at home. According to the customer contact, the pt and husband report that "over the weekend" the pt began to exhibit signs of withdrawal from the narcotic including "tingling in extremities, pain and shaking". The pt reported that the bag of medication was empty, but reports never getting any alarm alert. The pt's relative changed the pump and started a new bag of medication and the symptoms reportedly subsided. The pharmacy was called and another back-up pump was sent to the pt. Aside from the withdrawal symptoms, there was no reported adverse pt event. No interventions were required. Though requested, there was no further info available.